Event description:
It was reported that the patient was experiencing a sudden increase in seizures which led to the patient going to the emergency room. No additional relevant information has been received to date.